Manufacturer narrative:
Product analysis visual review confirms rod breakage. Optical examination of the fracture surfaces found extensive damage and smearing on all fracture surfaces. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that on an unknown date, post-op, the rod got broken because of scoliosis progression. The product came in contact with the patient. It is unknown if any fragment remained in the patient. No patient complications were reported as a result of this event. An additional surgery was performed as a result of this event.

Manufacturer narrative:
(B)(4). Neither the product nor any applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.